Event description:
This report was received of a woman who had an intraocular lens implant after a successful phaco. Postoperatively, the visual acuity was suprisingly -800 and the eye behaved like a keratoconus. The iol was exchanged for a +8.00 and the result was -2.00. The surgeon requested the lens be evaluated for the diopter. Eval revealed that the meausrements showed the lens power to be +13.24 diopter, which is well within tolerance limits. Add'l info was received on 7/29/96, indicating that secondary surgical intervention was required to remove the lens. No further info is expected.